Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc (printed circuit board / analog digital converter) reference failure. There was no patient involvement.

Manufacturer narrative:
Attempts have been made to obtain repair information, but there has been no response. If new information is received a follow up report will be sent.